Event description:
This case was reported by a regulatory authority and described the occurrence of passed out in a patient who received polgrip (formulation unknown) for dentures. In 1997, the patient started poligrip (dental). Approximately 7 years later, in 2004, the patient passed out at work. The patient was referred to a specialist and was diagnosed with anemia. Subsequently (in 2004) the patient experienced numbness and tingling in legs and feet. The patient was refered to a neurologist specializing in multiple sclerosis. Blood work revealed low blood copper level and increased blood zinc level. The patient was diagnosed with myopathy ("cervical malopathy"). The patient was referred to another specialist due to loss of muscle control. Poligrip was discontinued. The patient is unable to walk independently and uses a wheelchair, but does not have sufficient strength to propel themself for long distances. The patient has lost some bladder control. The patient reported that their condition was disabling due to inability to work and requiring assistance with personal care. The regulatory authority reported that the events required intervention. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Neither the product nor lot number for this product is available.